Event description:
The customer reports a false positive architect stat troponin-I assay result that was generated on a (B)(6) male patient who complained of a sudden onset of chest pains. An initial positive result of 0.065 ug/l was generated and the result questioned by the patient's physician. This lab uses a cut-off value of 0.03 ug/l. The sample was recentrifuged and retested and generated a negative result of 0.008 ug/l. No treatment was administered to the patient based on the initial false positive result. There is no adverse impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
Accuracy testing was completed for the architect stat troponin-I assay using an in-house reserved reagent kit of lot 14543un11. Acceptance criteria were met, which indicates acceptable product performance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Customer service reviewed the instrument logs and could not find any issue with the instrument. The architect system operations manual (pn 201837-109) october 1, 2011 contains information to address the customer's current issue. Based on the results of this current evaluation, the architect i2000sr instrument is performing as intended and no additional issues were noted. No product deficiency was identified.